Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported receiving a system message multiple times during a procedure. The system's power was recycled and the surgery continued. After the third occurrence of the system message, the system was switched out and the case was completed. There was no patient harm or injury reported. Additional information has been requested.